Event description:
Customer reported receiving an ER 2 message after sample application on their adc meter. The customer further reported he was sleeping and needed to get a drink but could not stand-up since he felt lightheaded and dizzy. The customer was administered insulin by his father and the customer was taken to the hospital. The hospital treated the customer with an insulin drip (IV) and he had severe high blood sugar. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
As product was not returned and test strip lot reported with this complaint is expired, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Manufacturer narrative:
The meter has been requested back for an investigation. According to label copy, some possible causes for an ER 2 message are problem with the test strip or meter and very high glucose (above 500 mg/dl). The reported test strip lot expired on april 30, 2008 and the customer is instructed per label copy not to use test strips beyond the expiration date. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.